Manufacturer narrative:
No product was returned for evaluation. Submission of a report does not constitute an admission that medical personnel or the product caused or contributed to the event.

Event description:
Coopervision was made aware that the patient went to health care practitioner with a severe red eye. The patient has had problems for the last month with left eye. When the patient stops using lenses, the redness retreats. The patient resumed using contacts again and has developed more symptoms and was referred to an ecp (eye care practitioner). It was noted that the patient had a severely red eye and a scar on the cornea. No lenses were returned as they were discarded and no lot number was provided.